Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a cable on the force bipolar instrument broke. An x-ray was performed, and no fragments were found. The procedural delay was about 30 minutes. All of this occurred while the patient was still open. The surgical task being performed at the time of the breakage is unknown. It is not believed that the instrument trapped on tissue. Intuitive surgical inc. (Isi) followed up with the customer and received the following additional information. A mass was being extracted out of the uterus when the reported issue occurred. There were no issues related to the opening/closing of the grips, the left/right (yaw) motion of the grips, nor the up/down (pitch) motion of the wrist. The reported issue was not related to the instrument cabling. A metal component was protruding from the instrument. A scrub tech pushed the component back in after removing the instrument from the body. The instrument had to be removed with the trocar. There were no signs of arcing/thermal damage. It is unknown if the instrument collided with any other instruments. No fragments fell into the patient.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have damage of the conductor wire¿s insulation at the force amplication pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.